Manufacturer narrative:
Product ID 8578 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type catheter information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the physician believed the issue was with the sutureless pump connector. The sutureless pump connector was replaced on (B)(6)2018. The affected device was with the hospital. There were no further complications reported at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8578, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 360mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had experienced a return of spasms and hallucinations since the pump was replaced on (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. A catheter dye study was done on (B)(6) 2018 and showed a leak of contrast at the connector site. Surgical intervention was planned to ensure the connector was secured properly to the pump and to either replace the connector or secure it. The issue was not resolved at the time of the report. The patient was reported as "alive - no injury." There were no further complications reported at this time.